Manufacturer narrative:
Received one device. Visual inspection found no damage related to event. Customer complaint of "air in line sensor failure" was confirmed through functional testing. Air in lind detector (aild) appeared melted. Replaced aild. Found downstream occlusion sensor (dso) seal delaminated. Replaced dso seal. Calibrated dso. Performed performance verification tests (pvt) , unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that there was air in line sensor failure. There was no patient involvement.